Event description:
Shortly after initiation of bypass, it was noted that drainage from the ra was not as adequate as expected, considering the cannula size. Cvp was showing 1mmhg during the case. Post bypass, fibrin/clot was found inside the 22fr medtronic angled metal svc cannula (product #69322, lot #2023100754). Manufacturer response for 22 fr medtronic angled metal svc cannula, dlp (per site reporter). The manufacturer will look at the device if it meets qc standards.